Event description:
It was reported the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was 536 mg/dl at the time of admission. The customer reported experiencing nausea and vomiting prior to being hospitalized. The customer was able to treat their blood glucose with the insulin pump, but was still hospitalized. The customer also reported disconnecting from their insulin pump 6 months prior and resuming insulin pump therapy on (B)(6) 2015. The customer was treated at the hospital and released on (B)(6) 2015. Troubleshooting advised the customer that their high blood glucose may be caused by site related issues or bent cannulas. Customer also reported they were disconnected from the insulin pump at the time of hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.